Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringes. Customer states that the hub was detached with the shield. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 9176504. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub detached with the shield before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hub was detached with the shield."